Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms, false asystole events) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a pinched wire on the corner of j501, cutting through all the wires in the cable between ECG c and d. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms and false asystole events.